Manufacturer narrative:
Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. Customer name and mailing address were not provided. The complaint was received from a consumer in japan. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their diamondclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to manufacturer to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.